Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/2.0/93 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2023, the lens was removed and later replaced for a shorter length lens due to excessive vault, glare, and halos. The problem was resolved. The cause of the event was reported as the device. Reportedly, "doing well happy with vision.".

Manufacturer narrative:
Patient weight, ethnicity and race: unk. (B)(4).